Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the esc, act and up arrow button. The connector was inspected and locked on the lcd board, there was no button error alarm during testing and the insulin pump passed the displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and low blood glucose event. The customer¿s blood glucose was 64 mg/dl at the time of incident. Customer stated that the insulin pump act button was sticking. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 24 mg/dl and treated with food. Customer 's blood glucose reading was 275 mg/dl and no form of treatment was reported. Customer declined low and high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.